Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after right hip bhr surgery was performed on (B)(6) 2011, the patient experienced right hip pain and elevated serum metal ions. This adverse event was treated with revision surgery on (B)(6) 2022. During this surgery, a copious amount of dark/black soft tissue was noticed. Patient's current health status is unknown.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the acetabular cup. Similar complaints have been identified for the femoral head. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. The available medical documents were reviewed. The reported pain, elevated metal ions and intraoperative findings of copious amounts of dark/black soft-tissue may be consistent with metal debris; however, the source of the reported clinical reactions cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. With the information provided, the patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Corrected data: h3, h6 (health effect - clinical code, health effect - impact code).